Event description:
Customer was hospitalized due to high blood glucose levels. No troubleshooting was performed. Customer's mother also reported that batteries were only lasting one day.

Manufacturer narrative:
Unit alarmed no delivery outside of specified range during occlusion test due to faulty force sensitive resistor. Unit also alarmed bolus stopped during e21 error test due to faulty battery tube. No unexpected low battery alarms noted.